Event description:
The pt stated that she woke up to her infusion device alarming a4 (cartridge/adapter alert). The pt was instructed to disconnect from her infusion site and to prime. The pt let the device prime a couple of units of insulin and then stated that she did not want to waste insulin. The device still displayed a4. The pt was then instructed to insert a brand new insulin cartridge and adapter on the infusion device. She then began to prime and stated that insulin was on the outside of the device and in the cartridge compartment. The pt stated she did not know where the insulin was leaking from. The pt refused to troubleshoot further. She stated that she would switch to insulin injections until her replacement infusion device arrived. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.